Event description:
The user facility reported an 80-year-old female undergoing high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The patient became profoundly hypotensive and, upon inspection of the right coronary artery, it was determined that it had no flow and required an additional stent. A cardiac ultrasound found a large effusion requiring pericardiocentesis. The physician also determined that the left ventricle (lv) was perforated by the impella catheter. The physician repaired the lv and then removed the impella cp. The patient was transferred to ICU in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation into the ventricle perforation has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the ventricle perforation was most likely improper positioning due to CPR performed during use of impella.